Event description:
Following shoulder surgery, catheter broke upon removal. Additional surgery was performed to remove catheter. Pt also alleged that the 200cc painpump infused .5% marcaine within 48 hours instead of 96 hours. The pt reported no adverse symptoms.